Event description:
It was reported that during a lobectomy procedure, at the first firing, the device had difficulty in firing. In addition, the firing trigger was not returned properly after each stroke, so it was returned manually. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: it was reported that the device was received for analysis with the 3-stroke indicator disk damaged and with no reload present. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The instrument was fired by squeezing the firing trigger achieving 3 complete strokes without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.